Event description:
Balloon catheter broke while being removed from patient during av graft declotting. Balloon was deflated at the time of removal. The remaining catheter was retrieved but a section of the balloon was unable to be retrieved. Device sequestered, balloon fragments believed to be lodged in vessel wall. Department supervisor notified.